Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead was found in safety mode and a lead safety switch was triggered for high, out of range pacing impedances. It was recommended to replace the pacemaker and determine if the rv lead required revision, but both the pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead was found in safety mode and a lead safety switch was triggered for high, out of range pacing impedances. It was recommended to replace the pacemaker and determine if the rv lead required revision. At this time the pacemaker has been explanted, and the rv lead has been revised. The field representative informed that the rv lead was not replaced as it still shows capture and patient is currently only atrial pacing. The pacemaker will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.